Event description:
It was reported that patient underwent a custom expandable knee arthroplasty in 2006. Subsequently, patient was revised to an orthopedic salvage system on (B)(6) 2015 due to implant fracture. The femoral components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects;¿interoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015- 01802 / 01803).